Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37712 lot# serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Additional information received reported that it was unknown when the patient first started experiencing the stimulator not working well. There was a report of the patient not getting pain relief and the cause of the stimulator not working was not determined.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37712, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator.

Event description:
The manufacturer representative reported that during a pump revision, the doctor removed one of the patient¿s stimulators as it was not working well for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.